Manufacturer narrative:
The follow-up report is being submitted to relay additional information. Concomitant medical products: nexgen prolong articular surface, catalog#: 00596203210, lot#: 60550742. Nexgen stemmed tibial component, catalog#: 00598003701, lot#: 61313268. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Explanted date: revision date 2010. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent right knee revision in 2010 due to infection and was revised again in 2010 on an unknown date. Devices were removed and cement block was implanted.

Manufacturer narrative:
(B)(6). Concomitant medical products: unknown articular surface, cat#: unknown, lot#: unknown. Unknown tibial tray, cat#: unknown, lot#: unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-04953, 0001822565-2017-04955. Product location unknown.

Event description:
It was reported that the patient had a revision surgery to address an infection and constant pain. Attempts have been made and no further information has been provided.